Manufacturer narrative:
Additional product code: hrx. UDI: (B)(4). Hospital contact is a health professional, title included. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information has been received indicating the procedure is reported to be femur nonunion repair of a competitor¿s device.

Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the subject device lot number h252064. Manufacturing location: (B)(4). Date of manufacture: 18-apr-2017. Expiration date: 28-feb-2019. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a ria (reamer-irrigator-aspirator) tube assembly with an attached reamer head broke off in the patient's canal while reaming during a revision surgery. The patient was originally implanted with a competitor's nail on an unknown date by an unknown surgeon. Subsequently, on an unknown date, it was determined that the existing nail was broken. The patient was returned to the operating room on (B)(6) 2017. During the removal of the nail, the ria tube assembly broke, with the reamer head attached. There is no complaint against the reamer head. The broken reamer tube assembly was retrieved, with no fragments remaining in the patient. There was a fifteen minute surgical delay to remove the tube assembly and the attached reamer head. The procedure was successfully completed. The patient's status remains stable. Concomitant part reported: unknown reamer head (part # 352.262s, lot # 7300912, qty. 1). This is report 1 of 1 for (B)(4).